Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The customer also reported that insulin pump had frozen screen. Troubleshooting was performed for pump error and they received the critical pump image on the screen. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error, problem isolated to electronic assemblies. No frozen screen anomaly noted during testing. Unable to verify pump error 40 alarm due to critical pump error(open book image).